Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported via a hot line call on (B)(6) 2015 that the critical care educator (cce) from the intensive care unit (ICU) was calling with questions regarding the pressure readings. A 9 cm ascending aortic aneurysm was found; md completed surgical procedure. The patient (pt) is currently intubated; gtts include dobutamine, norepinephrine, vasopressin, amiodarone and lasix. Milrinone and epinephrine have been weaned recently. Pt is on cvvhd (continuous veno-venous hemofiltration) for acute renal failure and is in acute liver failure. Currently experiencing excessive ectopy (pvc's premature ventricular contractions / bigeminal every other beat at times). Pt not following commands, no extremity movement noted. At induction, large phenobarbital dose given. Cvp (central venous pressure) is 15 and per the vigileo monitor for non-invasive monitoring, the co/ci (cardiac index) is 7.7/3.6, svr (systemic vascular resistance) is 839. Ef (ejection fraction) is approximated at 20-25%. Co/ci drops significantly per the cce when assist changed to 1:2. Placement was confirmed per surgical pa via cxr (chest x-ray). Prognosis is poor per the cce and the surgeon. The cce is reporting single digit diastolic numbers on the iabp monitor at times especially during ectopy. The systolic and augmentation readings seem appropriate for the "most part" the fos icon is green (fiberoptix iab zero'd prior to insertion), fos status is ok. The bedside pressure readings are not showing as much fluctuation. The clinical support specialist (css) discussed how the pressure values on bedside monitors are averaged over several + beats compared to the accuracy of the iabp monitor. We then completed a map (mean arterial pressure) calibration to see if this would correct. It did improve the readings; however the diastolic still at times was showing in the 10-20's. The css discussed the gravity of the pt's status and how this could be accurate readings for said beats. The css and cce also discussed using the bedside pressure readings for titration and that the surgeon has requested this. The css relayed that this is fine and to ensure that the following shifts use the bedside pressures as well for titration. The css gave the cce her direct cell number. The css received no further calls from the unit staff. At 1843 est the css returned a call to the cce and discovered the pt had returned to the operating room for possible bleeding. The pt is coming back to the unit shortly. The original iab was replaced with a second iab inserted via the pt's opposite femoral artery (right femoral artery) via a sheath as the first was accidentally pulled by the or staff when placing the pt on the or table. Prior to the call received at 1843 est on (B)(6) 2015 a hot line call was received from the perfusionist at 1836 est. The perfusionist was calling to discuss pressures on the pt. This is the same pt from the previous call from the cce in the ICU. The pt had gone back to the or for bleeding and a large clot was noted around her heart and had been compressing both her heart and her lung the perfusionist stated that the pressures when they were still in the or was showing diastolics in the low 10's/single digits, but at the time of transfer back to the unit, her pressures were more stable and in the 20's/30's. At 1855 est the css received a call back from the perfusionist. They discussed while previously in the unit, the pt had been exhibiting the same types of pressure readings and how this was most likely indicative of her status at that time. Now showing more stability and less labile readings, the pressures are more stable per the perfusionist. The css and perfusionist then discussed multiple points of the fos including fos map calibration, when it may be necessary, pressure differences between bedside monitors and iabp monitor etc. The perfusionist has no further questions at this time. He did state that the iabp was functioning well upon admission back to the unit. On (B)(6) 2015 at 1014 est the css called into the unit to follow up. The css spoke to the rn in the unit. The rn stated that the family had decided to withdraw care on the pt early yesterday. The pt expired (B)(6) 2015. It was noted that the iab was in use prior to the event for more than 24 hours.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos out of range is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported via a hot line call on (B)(6) 2015 that the critical care educator (cce) from the intensive care unit (ICU) was calling with questions regarding the pressure readings. A 9 cm ascending aortic aneurysm was found; md completed surgical procedure. The patient (pt) is currently intubated; gtts include dobutamine, norepinephrine, vasopressin, amiodarone and lasix. Milrinone and epinephrine have been weaned recently. Pt is on cvvhd (continuous veno-venous hemofiltration) for acute renal failure and is in acute liver failure. Currently experiencing excessive ectopy (pvc's premature ventricular contractions / bigeminal every other beat at times). Pt not following commands, no extremity movement noted. At induction, large phenobarbital dose given. Cvp (central venous pressure) is 15 and per the vigileo monitor for non-invasive monitoring, the co/ci (cardiac index) is 7.7/3.6, svr (systemic vascular resistance) is 839. Ef (ejection fraction) is approximated at 20-25%. Co/ci drops significantly per the cce when assist changed to 1:2. Placement was confirmed per surgical pa via cxr (chest x-ray). Prognosis is poor per the cce and the surgeon. The cce is reporting single digit diastolic numbers on the iabp monitor at times especially during ectopy. The systolic and augmentation readings seem appropriate for the "most part" the fos icon is green (fiberoptix iab zero'd prior to insertion), fos status is ok. The bedside pressure readings are not showing as much fluctuation. The clinical support specialist (css) discussed how the pressure values on bedside monitors are averaged over several + beats compared to the accuracy of the iabp monitor. We then completed a map (mean arterial pressure) calibration to see if this would correct. It did improve the readings; however the diastolic still at times was showing in the 10-20's. The css discussed the gravity of the pt's status and how this could be accurate readings for said beats. The css and cce also discussed using the bedside pressure readings for titration and that the surgeon has requested this. The css relayed that this is fine and to ensure that the following shifts use the bedside pressures as well for titration. The css gave the cce her direct cell number. The css received no further calls from the unit staff. At 1843 est the css returned a call to the cce and discovered the pt had returned to the operating room for possible bleeding. The pt is coming back to the unit shortly. The original iab was replaced with a second iab inserted via the pt's opposite femoral artery (right femoral artery) via a sheath as the first was accidentally pulled by the or staff when placing the pt on the or table. Prior to the call received at 1843 est on (B)(6) 2015 a hot line call was received from the perfusionist at 1836 est. The perfusionist was calling to discuss pressures on the pt. This is the same pt from the previous call from the cce in the ICU. The pt had gone back to the or for bleeding and a large clot was noted around her heart and had been compressing both her heart and her lung the perfusionist stated that the pressures when they were still in the or was showing diastolics in the low 10's/single digits, but at the time of transfer back to the unit, her pressures were more stable and in the 20's/30's. At 1855 est the css received a call back from the perfusionist. They discussed while previously in the unit, the pt had been exhibiting the same types of pressure readings and how this was most likely indicative of her status at that time. Now showing more stability and less labile readings, the pressures are more stable per the perfusionist. The css and perfusionist then discussed multiple points of the fos including fos map calibration, when it may be necessary, pressure differences between bedside monitors and iabp monitor etc. The perfusionist has no further questions at this time. He did state that the iabp was functioning well upon admission back to the unit. On (B)(6) 2015 at 1014 est the css called into the unit to follow up. The css spoke to the rn in the unit. The rn stated that the family had decided to withdraw care on the pt early yesterday. The pt expired (B)(6) 2015. It was noted that the iab was in use prior to the event for more than 24 hours.